Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number quantity. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced fifteen infusion sets fell off events during use on 07-mar-2026. The infusion sets were in use for few hours. Patient replaced infusion sets and resumed insulin deliveries successfully.